Event description:
It was reported that a contralateral approach was used to treat a lesion in a 10mm left common iliac. An 8mm stent was advanced and deployed. However, attempts to post-dilate resulted in the stent moving more distal than originally intended. A second 8mm megalink stent was inserted with the intention of overlapping the first to treat the intended lesion. During placement, the second stent was unable to pass the edge of the first stent. During subsequent manipulation for placement, the edge of the sheath pushed the stent off the stent delivery system (sds). Attempts to continue to place the stent resulted in a sub-optimal deployment and placement overlapping the aorta/iliac bifurcation. Attempts to post dilate in that position resulted in the proximal displacement of the stent into the aorta. A snare was then used to retrieve the stent. The sheath, snare, and stent were withdrawn as a unit to the puncture site where the stent was surgically removed by a femoral arterial cut down. The pt was reported to be doing well after the procedure with no compromised flow.